Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for repair. No visual anomalies were detected in this visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. The temperature problem could not be reproduced. The returned product functioned properly during the evaluation. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The field reported event was not confirmed. Based on the information provided and investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible.

Manufacturer narrative:
The results/method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pulsed radiofrequency ablation procedure, the temperature exceeded 52 degrees celsius, and the procedure was cancelled. The procedure was continued at a later time with another generator, and the procedure was completed with no adverse consequences to the patient.